Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 07/31/2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the ok button symbol was found to be wearing off but the keypad was found to be intact with no peeling or other damage noted. The keypad buttons were found to be responding appropriately to presses; the ok button was not springing back properly. The keypad was removed and the ok button contact was found to be inverted.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the ok keypad button was having response issues. The reporter noted that the ok button symbol was worn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.